Event description:
It was reported the device displayed -downstream occlusion- alarm during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated, the reported -downstream occlusion- problem was not duplicated. In user mode the dso (downstream occlusion sensor) passed pressure testing. Replaced downstream occlusion sensor as a preventative measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.